Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor; no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Observed clinical and historical data log contained errors and no valid glucose data. Visual inspection was performed on the returned sensor tail; no blood watermark was observed on the tail indicating an insertion failure. Sensor terminated within the first 6 hours of the sensor's life. No ring of blood at the base of the sensor tail coupled with the low life count is an indication that the sensor tail was not properly inserted into the customers arm at time of application. The sensor was de-cased, and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The smu test, along with the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose device scan results compared to unspecified glucose reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reportedly felt the sun was extremely bright and decided to go to the hospital. Upon arrival at the hospital, the customer's blood glucose was measured at 1,000 mg/dl obtained from healthcare professional (hcp) meter. The customer was then provided with inuslin (type/dose unspecified) intravenously as treatment for diagnosis of diabetic ketoacidosis (dka) by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. A review of glucose trace data from the returned sensor 0hpcnhu0h was conducted that evaluated the potential causal relationship between the complaint, and the manufacturing issue identified in adc fa 1002-2025, a factor identified as a possible contributor to the reported low readings. In the absence of any other information, adc cannot eliminate the manufacturing issue as the potential cause. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose device scan results compared to unspecified glucose reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reportedly felt the sun was extremely bright and decided to go to the hospital. Upon arrival at the hospital, the customer's blood glucose was measured at 1,000 mg/dl obtained from healthcare professional (hcp) meter. The customer was then provided with inuslin (type/dose unspecified) intravenously as treatment for diagnosis of diabetic ketoacidosis (dka) by hcp. There was no report of death or permanent impairment associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11,227,224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose device scan results compared to unspecified glucose reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reportedly felt the sun was extremely bright and decided to go to the hospital. Upon arrival at the hospital, the customer's blood glucose was measured at 1,000 mg/dl obtained from healthcare professional (hcp) meter. The customer was then provided with inuslin (type/dose unspecified) intravenously as treatment for diagnosis of diabetic ketoacidosis (dka) by hcp. There was no report of death or permanent impairment associated with this event.